Event description:
Information received by medtronic indicated that customer reported a red cross appeared on the screen. The alarm recurred even after turning off the power and replacing the batteries and reported a serious pump error. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump alarmed critical pump error after battery installation. Verified pump alarmed pump error 63 on 4/6/2023 7:04:18 am and pump error 28 on 4/6/2023 7:04:22 am in the long trace download history due to moisture damage to the pcb1 and pcb2 board. No variable number listed in the long trace download for pump error 63. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the pcb1 board and pcb2 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis due to pump error 63 and pump error 28 alarms. Pump error 63 and pump error alarms were due to moisture damage to the pcb1 and pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.